Event description:
Kangaroo epump enplus spike set came apart inside the kangaroo pump at the second piece that clicks into the pump (not the circular portion that twists) on night shift. Tube was replaced by night shift. This morning (same day), the tubing came apart at the same site, again spilling tube feeding inside the kangaroo pump.